Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed as well as functional testing which included leak testing, clear passage testing, and clamp function testing. During the evaluation, a cracked light blue main body with broken occluder feet was identified. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body of the minicap transfer set was cracked during use. There was no patient injury or medical intervention associated with this event. No additional information is available.